Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was received with moisture damage on the motor, battery tube and vibrator assembly. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and moisture damage. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose with carbs. Customer advised the insulin pump was exposed to moisture and there was fluid under the lcd display. Customer advised there was no physical damage and the device had not been dropped. Customer declined to troubleshoot for moisture damage and wanted to go back to sleep. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.